Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the advanced locking screw interfered with the nail and became stuck during insertion. As it could not be advanced any further, the screw head was cut off and only the shaft portion of the screw was left in the patient's body to complete the procedure."